Event description:
Patient had Bravo Reflux Capsule placed during an endoscopy procedure on(b)(6) 2024. The recorder was received back on (b)(6) 2026, and when the provider wentto upload results, the upload gave a message that there was 48.5 hours of unusabledata. The patient required a repeat procedure due to this failure.